Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained retrogradely from the elbow side. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel in the left forearm. After the guidewire crossed the lesion, dilatation was performed with a 5.0mmx40mmx40cm sterling balloon catheter. The balloon was initially inflated at 10 atmospheres; however, during second inflation at 14 atmospheres, pressure could not be applied and the gauge was not stable. It was judged that the balloon had ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained retrogradely from the elbow side. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel in the left forearm. After the guidewire crossed the lesion, dilatation was performed with a 5.0mmx40mmx40cm sterling balloon catheter. The balloon was initially inflated at 10 atmospheres; however, during second inflation at 14 atmospheres, pressure could not be applied and the gauge was not stable. It was judged that the balloon had ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.